Event description:
Patient reported left side rupture diagnosed by MRI. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture diagnosed by MRI. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed by MRI. Device remains implanted.